Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the elevator on the duodenovideoscope did not return to its full neutral position; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the elevator on the duodenovideoscope did not return to its full neutral position. The issue was found during an unknown procedure which was completed using the same set of equipment. There were no reports of patient harm.